Manufacturer narrative:
(B)(4). Batch # r92w3l. Investigation summary: the handpiece was received with nose cone slightly separate from the mid housing. In addition, the mount was noted to be loose. No functional testing could be performed due to due to the separation of the nose cone and the mid housing and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components. The moisture indicator was positive. The transducer assembly was not held in place due to the condition of the nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to separation of the nose cone and the mid housing, moisture entered the hand piece mid housing. It is probable that the ingress of moisture affected handpiece functionality. No conclusion can be made as to how the nose cone was separated. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, there was an error message ¿replace instrument¿. No patient consequence reported.